Event description:
A malfunction alarm was reported with malfunction code 16. There was no adverse impact on the customer's blood glucose level. Technical support arranged to replace the pump, which was under warranty. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery, and to put the current pump into storage mode before returning it with a pre-paid label within 10 days.